Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and a rapid heart rate. Upon device interrogation it was noted that the right atrial (ra) lead exhibited intermittent undersensing and the right ventricular (rv) lead exhibited short v-v intervals and t-wave oversensing. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.